Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads , upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 14657517.

Event description:
It was reported that the patient developed an infection. Symptoms of fever, red and warm around the pocket site were noted. It was unknown if the infection was device related and nothing happened during the procedure that could have contributed to the infection. All components were explanted and will not be returned per hospital policy. The patient was given a vancomycin and was doing well postoperatively.